Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reports receiving an inaccurately high reading. Customer reported receiving a reading of 317mg/dl on their precision xtra blood. Glucose meter and a laboratory result of 110 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.